Event description:
It was reported that a lubricant-like substance was found on the bd luer-lok¿ tip disposable syringe plunger before use. The following information was provided by the initial reporter: "syringe found to have a lubricant like substance on plunger in syringe. 3ml syringe put aside and not used to draw up diluent."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a lubricant-like substance was found on the bd luer-lok¿ tip disposable syringe plunger before use. The following information was provided by the initial reporter: "syringe found to have a lubricant like substance on plunger in syringe. 3ml syringe put aside and not used to draw up diluent."